Manufacturer narrative:
(B)(4). Visual inspection revealed that the tip was bent and the inner coil was kinked next to the tip. Due to the inherent limitations of returns analysis, it was not possible to determine why the lead tip was bent inside the patient body. The lead was otherwise normal.

Event description:
It was reported that during an unrelated procedure, a kink between the ring and the tip of the distal part of the lead was observed on x-ray. High threshold values were observed. The lead was replaced. The patient was in good condition after the procedure.